Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a 4/6mm amplatzer piccolo occluder was selected for implant in a (B)(6) month old, (B)(6) kg patient on (B)(6) 2021. The patient had the following patent ductus arteriosus(pda) dimensions: minimal diameter of 2.3mm, length of 9.8mm and a diameter at the aortic ampulla of 2.3mm. During the procedure the device was successfully placed intraductal with extraductal placement of the pulmonary disc. 5 to 6 hours post-procedure, it was noted that the device migrated from the implant site(pda) into a branch of the pulmonary aorta. The patient underwent surgical removal of the device and surgical closure of the pda. The patient is currently stable and the device has been discarded. No additional information was provided.

Manufacturer narrative:
An event of migration of the 4/6mm piccolo device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. A CAPA was initiated for further investigation on the device migration, per internal procedures. Please note per the instruction for use, arten600042307 version a, sizing chart t2, the recommended size devices for patients >2kg have a maximum duct length of 8mm, and therefore the 9.8mm pda of the reported event falls outside recommended sizing.